Event description:
According to the reporter: during use of the device with the monopolar bovie, the surgeon got shocked through the surgical gloves. No further product issue or adverse event was reported. The device will be returned for further evaluation.

Manufacturer narrative:
Initial report submitted: 08/04/2008.